Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was being used for a radial harvest. The fasciotomy was about 15 cm, and when they got about half way up, the device wasn't separating the tissue, and it stopped working after 3-4 beeps. It would then go back on without waiting any time. This happened several times. They took the device out and cleaned it, but it still happened. Also, it was reported that the handle felt very hot. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no nonconformities and some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "intermittent continuity" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).